Event description:
The complaint was reported as followed: during the first four (4) hours we had two (2) displacements with fecal material leakage; both happening during irrigations.

Manufacturer narrative:
Based on the information provided, this event is deemed a reportable malfunction. The reporter stated that the product was inserted on (B)(6) 2013 for diarrhea due to antibiotics treatments. It was reported that the patient is on profilaptic therapy with anticoagulants, inotrops during septic shock. The reporter stated that the product was inflated with 40 ml of distilled water; the perianal was normal; and the patient had no fistula or hemorrhoids. The reporter also stated that the event did not have any influence on changes in the patient's hospitalization. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.